Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mahajan np, sadar as, jadhav u, kondewar p, atal s, pande k. Management of distal femur periprosthetic fracture in an elderly patient by open reduction and internal fixation with locking plate osteosynthesis -: a case report. J orthop case rep. 2021 aug;11(8):37-40. Doi: 10.13107/jocr.2021.v11.i08.2356. Pmid: 35004372; pmcid: pmc8686500. Objective and methods this case report the authors present a complicated supracondylar periprosthetic fracture with the revision total knee arthroplasty implant in situ managed with distal femoral replacement in nonagenarian female. 90 years active female presented with trivial fall from standing height with severe pain and swelling over left knee. Patient had well fixed s-rom stemmed knee implant with metaphyseal sleeves in situ which was implanted 27 years back after a complex revision of an unknown tka. Upon entering the joint, the tibial tray was well-fixed and retained. The distal femur fracture was so severe that the femoral component, sleeve, and stem were resected with the bone and replaced with an lps hinged distal femoral replacement. There was no reported product problem with the tibial insert that was revised to accommodate the new femoral construct. The patella was well-fixed and retained. The procedure was completed without complications. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: s-rom noiles femoral component, mbt femoral sleeve, unk femoral stem adverse event(s) and provided interventions associated with depuy devices: distal femoral fracture after fall.

Manufacturer narrative:
Product complaint#: (B)(4). Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.